Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event.

Event description:
It was reported that the device was having trouble staying on. Troubleshooting revealed that zeolite had leaked out of the device's columns. As a result, the patient experienced breathing issues. The patient was sent replacement device columns.